Event description:
It was reported to the covidien on (B)(4) 2015 that the customer's controller had an error code 8. It was sent to a local covidien service center and a service technician found on (B)(6) 2015 that the power cord had a scorched ac plug.

Manufacturer narrative:
Submit date: 02/25/2015. An investigation is currently underway. Upon completion, an updated investigation will be provided.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). One scd 700 compression system was returned for investigation for the reported condition of; error code 8. Initial testing of the unit found that it failed to meet operational specification for reporting an error code 8, confirming the reported condition. Troubleshooting isolated the root cause of the error code 8 to pressure transducer u13 on the control pcb being out of specification. This failure mode has been identified as a trend and a CAPA has been initiated to track the implementation of the corrective action. The pressure transducer was replaced to correct the problem. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged with external signs of arcing, exposing the internal copper wires which presented an electrical shock hazard, confirming other reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The unit was fully tested and passed all operational specifications. Product scd 700 was manufactured in 2011. All device history record are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A review of the service history records indicates there is no service history recorded for this system. This information will be utilized for trending purposes to determine the need for corrective action.